Manufacturer narrative:
Evaluation summary: the processor is in good condition. As the flickering is caused by the scope. The scope of vnl-j10 has been warranty repaired.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
Newly purchased 2021 manufactured epk-3000 processor (sn: (B)(4)) giving the same intermittent flickering video images even with our loaner vnl11-j10 scope in the ent clinic. This event occurred at the time of during use. There was no report of patient harm.